Event description:
It was reported by the surgeon to the "cin" the pt experienced a recurrence of his hernia after a hernia repair using an ees stapler (product code either ems or oms20). Surgeon stated the stapler separated from cooper's ligament. The hernia was repaired again. No other info was offered.